Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure in the iliac vein. Aspiration was initiated inside the body. However after 142 seconds, aspiration stopped and an error message to check saline supply displayed. It was also noted that the pump bag filled with saline. The device was removed and the procedure was considered successful. There were no patient complications and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a zelante dvt thrombectomy system and a power pulse. The device was bloody. The pump, effluent/supply line, shaft and tip were microscopically examined and visually inspected. Inspection found no damage or irregularities. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure in the iliac vein. Aspiration was initiated inside the body. However after 142 seconds, aspiration stopped and an error message to check saline supply displayed. It was also noted that the pump bag filled with saline. The device was removed and the procedure was considered successful. There were no patient complications and the patient's condition was fine.